Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at low anterior resection, they connected adapter to the handle, then connected the reload to the adapter, however they could not close the jaws. They replaced it with another adapter and connected a new reload, and the device worked. After the surgery, the sales rep checked the device in question, however the display screen showed the adapter error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.